Manufacturer narrative:
An isi representative has attempted to gather additional information from the initial reporter related to this event without success. The sites robotics coordinator advised that often time, a bovie generator is used to create port incisions, which would give the appearance of a port burn. A follow-up MDR will be submitted if additional information is received. As of june 9, 2011, the site has continued to use the system and has not reported a recurrence of the issue.

Event description:
It was reported that after a da vinci si surgical procedure, the patient was found to have what appeared to be a skin burn at the cannula port location. The patient did not require any additional medical treatment. No additional patient harm, adverse outcome or injury was reported. Also see MDR 2955842-2011-00172.